Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) reported passing out and falling down the stairs. Efforts to obtain additional information have been unsuccessful therefore the cause of the syncope cannot be determined. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.